Event description:
The customer called inquiring on the theory of operation of the indigo laser. An issue arose in 2003 where, during a case on a second lobe of a prostate, the fiber was inserted into the prostate and the temperature started rising above 85 degrees celsius to 100 degrees and upward. The technician on site suggested the unit be shut off. The doctor aborted the case. The pt was released with medications noted as flomax 0.4,levaquin 500mg,dervocet n 10, and pyridium 200mg. Only one fiber was used and the fiber was disposed of. The incident was not reported previously. The pt has not received additional treatment as a result of this event, as of 08/2004.